Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the time on the customer's pump was off. The customer's blood glucose level was 512 mg/dl with ketones (15-40) and was addressed with a bolus of insulin via the pump. Tandem technical support assisted the customer with changing the time.